Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that there was no discolored puss visible, instead a fluid at the pocket site was found and a swabbed culture was taken. The patient was also taken for an allergy test and the result was not allergic to any of the materials. The patient was administered antibiotics. The patient underwent a pocket revision procedure and was doing well postoperatively.